Event description:
It was initially reported by the company rep that the pt was experiencing increase in seizures. On (B) (6) 2010, pt was unresponsive for 20 minutes after a seizure and he had to be taken to the ER. Pt's normal mode diagnostics are ok, ok, 5, no. Blc was performed and it was noted that the pt has approx 0.29 years until eri=yes. Follow up with the treating physician's nurse revealed that the increase in seizures was related to the low vns battery. Eri was no but she still believed that the battery was low and that's the reason pt was showing increase in seizures. She also indicated that the unresponsive activity was not a normal thing and pt has never experienced that before. She believes even that was related to low vns battery. Nurse stated that she does not know if the increase in seizures was above or below pre-vns baseline. Pt underwent a battery replacement surgery. Explanted generator was disposed off at the hospital, therefore, not returned for analysis.